Event description:
Customer states that a pt with anti-cw did not react with cell 1 of vra118. The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.